Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The patient on had questionable complete heart block and amio and precedex gtts were discontinued. The patient experienced torsades. CPR started until defibrillation converted back to sinus rhythm (sr). Additionally, platelets were dropping possible heparin-induced thrombocytopenia (hit). The patient was switched to argatroban. Patient was supported by device for almost 10 days , and patient is stable post issue.

Manufacturer narrative:
Section 6b: the explant date is unknown at this time. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Arrhythmia :the root cause of the injury was unable to be determined due to insufficient clinical details. Thrombocytopenia/ heart block : the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.